Event description:
Reporter indicated that site's dell handheld computer screen became frozen after interrogation several times. Reset of the handheld and re-insertion of the flashcard was performed, but the screen continued to freeze after interrogation. A replacement handheld was sent to site. The handheld and flashcard were returned to manufacturer. Product analysis is pending.